Event description:
Erratic pt results were obtained on the phenytoin assay while operating the analyzer. On 8/3/96, a pt result of 0.1 ug/ml was reported on the phenytoin assay. The physician treated the pt and a second specimen was collected which resulted in a 44.4 ug/ml and 40.0 ug/ml when repeated. The physician questioned the result from august 3, 1996 and it was repeated on 8/8/96 with a result of 21.34 ug/ml. No report of injury.

Manufacturer narrative:
Investigation summary: the event represented is not addressed in the device labeling. A malfunction did not occur. This reportable MDR event was investigated as part of an ongoing study of the axsy system by abbott into the causative reason for malfunctions. Results of the investigation yielded a numberof system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enchanced algorithm for fulid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, abbot has emphazied to our customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube size and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.